Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of deliver at a lower or volume than programmed which were reproduced and found upper and lower finger was out of specification. The pressure plate was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was delivered at lower rate or volume than it was programmed . There was no patient involvement. No additional information is available.